Event description:
It was reported that patient was walking and had a sharp pain. The cup was removed and there was no bony ingrowth on any portion of the cup.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc. , which markets the devices in the u.s.